Event description:
According to the territory manager, the valve was explanted due to pannus. The surgeon did not beleive the pannus formation was device-related; however, she would like the valve analyzed.